Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the insulation was abraded at 4.1cm to 4.2cm and 5.8cm to 6.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.